Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, he noticed a haptic was sticking to the posterior edge of the optic during a follow-up exam. The pt's visual acuity seems to be influenced. During a second surgical procedure, the surgeon successfully removed the haptic from the optic and re-positioned the iol. The pt is feeling well and the surgeon expects no complications. The surgeon felt the problem was caused by "sub-optimal handling" of the iol.